Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. Immediate hemostasis was achieved one minute post deployment. The pt was discharged three hours post deployment. The pt returned approx 9 hours later with a large hematoma. The following day the pt was treated with a thrombin injection for a pseudoaneurysm. While viewing the doppler a shadow could be seen of what appeared to be the collagen deployed shallow of the artery. The radiologist believed that the shallow placement of the collagen attributed to both the hematoma and pseudoaneurysm. No further complications were reported.